Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the reflection cup positioner fractured at the narrow shaft section of the impact pommel. This was likely due to fatigue loading of the weld joint caused by repeated impacts. The device shows significant signs of wear/usage. The device was manufactured in 2015. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that, during a procedure, the offset ref cup pos/impactor welds broke outside the patient. The procedure was completed without delay with an smith&nephew backup device. No patient injury or harm was reported.